Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging cable was not charging the pump battery. Another cable was used to successfully charge the battery. There was no reported impact to customer's blood glucose.